Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the impedance issue is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was patient reports that his controller shows that his stimulator and controller battery are 100% and have been over the past few days. Caller had patient reset controller and monitor over the weekend. Patient reached out to caller stating that issue still persists despite still using therapy. The caller was not with the patient and plans to meet with him soon. Ts advised that when caller meets with patient to check usage logs and recharge diary. This will give us more information on how to proceed. No symptoms were reported. Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the ins not depleting wasn't determined. The rep reported that the only irregularity they noticed was that on an impedance reading, electrodes #9 and #10 showed a status of avoid. However #9 was the only actively programmed electrode and it was on group b, and the patient did not use group b at all as confirmed by the diary. The rep reprogrammed group b to avoid electrode 9. The patient stated that the night before meeting he noticed the battery started to deplete. I have not heard anything since so I¿m assuming the issue is resolved.